Event description:
It was reported via repair work order that the brakes would not hold due to worn brake cam, damaged brake rings and broken brake pin tube guide. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.